Event description:
It was reported that the patient presented to the hospital after receiving an alarm. The right ventricular (rv) lead experienced high and variable superior vena cava (svc) impedance values. A lead fracture was suspected. A lead revision was performed and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was rising. The right ventricular (rv) lead high voltage impedance was steady at approximately 72 ohms through (B)(6) 2016 and then rose to 254 ohms by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 588 ventricular sensing integrity counter (sic) episodes since the previous session 21.3 hours prior. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.